Event description:
It was reported the pt experienced a burning sensation throughout his body starting approximately one month after the implant. The pt stated the burning gets so bad that "he can hardly move". He had seen the hcp about 10 times, but didn't seem to help. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.